Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly possible infection. The patella extracted due to peg pushing thru the bone and puncturing the skin. The patella was not implanted again due to thin bone make up of the patella.